Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. It was determined following a surgery the patient was unable to connect to the pg. The patient¿s ipg was put into surgery mode. After the surgery, the patient's ipg lost all programs. After several attempts, the rep successfully reprogrammed the patient. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported following a surgery the patient was unable to connect to the pg. The patient¿s ipg was put into surgery mode. After the surgery, the patient's ipg lost all programs. After several attempts, the field representative successfully reprogrammed the patient. Therapy was restored.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.